Event description:
Legal department received a letter from a pt who alleges that after having a knee replacement in 2000 pt has had pain, stability, and swelling problems ever since. No mention of a revision surgery, medical records are being requested. Update 2005 - medical records indicate that the pt had pain and the surgeon is going to be revising the poly insert.